Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test and displacement test or verify motor error or no delivery alarms due to completely broken reservoir tube lip. Insulin pump had missing reservoir tube o-ring. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. The customer did not provide their blood glucose value at the time of the incident. The customer did not provide information on events leading up to the incident. Troubleshooting was performed and resolved the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.